Event description:
Catheter in place 5/15/95 to 6/9/95 used for chemotherapy, blood draws and tpn. When catheter was discontinued, it would not budge after 10 cm. Warm moist packs applied. Pt given ativan to relax. PICC was removed per instructions in MFR's manual. Pt now reports that when IV meds were given through one lumen when IV meds were given through one lumen he could feel the infusion along his vein path. From 15-40 cm, resistance was met; last 15 cm, met no resistance.